Manufacturer narrative:
Bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends h3 other text : see narrative.

Event description:
No additional information provided.

Manufacturer narrative:
The following information was provided by the initial reporter;

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec leaked. The following information was provided by the initial reporter; on (B)(6) 2023, the responsible nurse discovered dripping at the interface of the closed intravenous indwelling needle when injecting the patient, and immediately replaced the sealed intravenous indwelling needle with a new one.